Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ob (outer body) lens crack and distal fiber break. A definitive root cause could not be determined. Based on the results of the investigation, it was likely that the malfunction was caused by a component failure, with the most probable cause being the ob (outer body) lens crack and distal fiber break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had lens scratched and image distorted. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name and address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.